Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down during a case. The system was rebooted and the exam was continued. There is no report of death or serious injury associated with this complaint.